Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 3889-28, lot# va09enf, implanted: (B)(6) 2014, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. Patient reported they had their device removed due to lead fracture, however the lead for the bladder stimulator was left inside of them. Patient reported they were supposed to take out the pain stimulator, but they took out both batteries and left the lead for the bladder stimulator. Patient said it was shut off. No patient symptoms were reported. No further complications were reported or anticipated.